Event description:
It was reported that the ilet bionic pancreas issued an urgent low-soon alert, and the user experienced a low blood glucose confirmed by fingerstick at 56 mg/dl. The user treated with oral glucose sources including glucose tablets, juice, and food, after which the ilet displayed rising glucose, and the user questioned why the pump continued delivering insulin given subsequent carbohydrate intake. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.